Event description:
It was reported that in preparation of an extracorporeal perfusion circuit for use in a cardiopulmonary bypass procedure, a particle was observed at the downstream side of the device during the priming procedure. The device was removed from the circuit, and the procedure was continued. No pt sequelae were reported.

Manufacturer narrative:
Device eval begun, but not yet completed.